Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and a blood glucose (bg) level of 1400 mg/dl; details and nature of event were not provided. Reportedly, customer continued using pump for insulin therapy.